Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was noise observed in a merlin@home transmission. The lead was capped and replaced. There was no adverse consequences for the patient.